Manufacturer narrative:
The reported event could not be confirmed. In the case presented, a patient had been treated with star in 2012. On (B)(6) 2019, the patient had to be revised as they were having pain in the medial side of their ankle. The returned device shows small traces of wear. On two of the lateral sides of the implant, the pe is slightly damaged, probably due to the large forces applied on it while it was implanted (7 years approximately). As for the central groove of the implant: blood stains can be seen, but no deformation of the material can be reported. Overall, the general state of the device can be described as in a good state. The x-rays as well as all other information at hand was provided to stryker's medical expert for assessment. To this, their reply was as follows: the probable cause will be micromovements which caused loosening of the implant, if the implant starts to move more and more, this might explain the osteolytic reaction in the bone. The bone may also be osteopenic, but it is not easy to conclude this from the x-ray. More clear is the osteolysis seen in the tibia, since that would probably mean that the implant can move (more than just the micromovements), this can well explain the pain that the patient experiences. As a summary, micromovements and the loosening of the implant in a potentially osteoporotic bone of the patient is the most probable root cause for the pain the patient experienced. As a reminder, pain is a known complication, is listed in the IFU as a known adverse effect and had been clinically assessed by a consultant hcp: ¿prior to surgery, star ankle patients had a higher level of pain than did arthrodesis patients. At all follow-up evaluations, pain levels in both groups dropped. There was a larger improvement in mean star ankle patient pain vas scores over the course of the study when compared to arthrodesis patients (51.8 (n = 144 star patients) versus 44.6 (n = 45 control patients) at 24 months). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the available information a deficiency of the devices in question could be discarded. The exact root cause of the pain could be attributed to patient factors. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "aching when weight bearing. Patient was revised. Progress note from (B)(6) 2019 indicates the following: "when he does have pain it's more in his ankle medially than anywhere else. He has lucency of his tibial and talar components of arthroplasty with progressive osteolysis...we will get this scheduled on a mutually convenient date. Surgery: right ankle revision with poly exchange and grafting of cystic lesions of the tibia and talus".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "aching when weight bearing. Patient was revised. Progress note from (B)(6) 2019 indicates the following: 'when he does have pain it's more in his ankle medially than anywhere else. He has lucency of his tibial and talar components of arthroplasty with progressive osteolysis...we will get this scheduled on a mutually convenient date. Surgery: right ankle revision with poly exchange and grafting of cystic lesions of the tibia and talus'."